Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was attempted to be implanted five (5) times before the decision was made to try and deploy the device in the posterior lobe. A new 20mm wds was then inserted, and the closure device was deployed in the patient. After the closure device was deployed the physician felt that they had moved too deep into the laa. A pericardial effusion with cardiac tamponade had formed and the patient became hypotensive. The physician performed a pericardiocentesis and drained the effusion. No closure device was implanted in the patient. No other complications were reported to have occurred, and the patient is expected to make a full recovery.